Event description:
It was reported that during a demo, the image on the 9900 system had artifact (jitter lines on image) caused by thales riu. The 9900 system is part of the demo pool and not installed in a hospital. There was no patient involvement and no report of injury.

Manufacturer narrative:
A ge service representative performed an investigation. The riu was replaced and the system was tested and found to be working as intended and put back into service.